Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while starting therapy to cool baby and the arctic sun device was alerting low flow and air in line. There was no flow. Nurse wanted to know if it could be because the device needed water. Mss explained to nurse that the device did not need water. If water was needed, they would receive an alert specifically stating so. Mss walked nurse through line positioning. There were no bends or kinks, and fluid delivery line was securely connected. Mss had nurse to disconnect and reconnect using proper technique. The device primed and flow rate stabilized at 1.6 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while starting therapy to cool baby and the arctic sun device was alerting low flow and air in line. There was no flow. Nurse wanted to know if it could be because the device needed water. Mss explained to nurse that the device did not need water. If water was needed, they would receive an alert specifically stating so. Mss walked nurse through line positioning. There were no bends or kinks, and fluid delivery line was securely connected. Mss had nurse to disconnect and reconnect using proper technique. The device primed and flow rate stabilized at 1.6 l/m.

Manufacturer narrative:
As per review, this event is not reportable. The device was not returned.

Event description:
It was reported that while starting therapy to cool baby and the arctic sun device was alerting low flow and air in line. There was no flow. Nurse wanted to know if it could be because the device needed water. Mss explained to nurse that the device did not need water. If water was needed, they would receive an alert specifically stating so. Mss walked nurse through line positioning. There were no bends or kinks, and fluid delivery line was securely connected. Mss had nurse to disconnect and reconnect using proper technique. The device primed and flow rate stabilized at 1.6 l/m. Per follow up information received via phone on 18aug2022, initial reporter stated that there was no reported injuries and patient was able to complete therapy. Everything worked fine after reconnecting pads.